Event description:
ICU medical oncology kit with spinning spiros c-clip red cap was used in a closed system device along with the bd alaris pump infusion set to administer cyclophosphamide. During circle priming, we noticed that there was a leak that occurred where the spiros cap and tubing join. We are unsure if this is related to the tubing, or the spiros cap itself. This has occurred two times. We are unsure if this is related to the ICU medical spiros caps or an issue with the bd alaris pump infusion set. FDA safety report ID(s)# (B)(4).